Event description:
Narrative: spontaneous report was received on (B)(6) 2013 from a physician via sales representative regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, during an unreported operation, seprafilm membrane (sodium hyaluronate, carboxymethylcellulose) was placed (number of sheets not provided) at an unreported site. The lot number of seprafilm was not provided. On an unspecified date, the patient experienced fluid accumulation at the site of seprafilm application and fever. The action taken with seprafilm treatment was not provided. The outcome for both events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide any causal relationship between seprafilm with both the events. Follow-up information was received on (B)(6) 2013 from the physician providing patient's details, past medical history, therapy details, lot number, events information and reporter details. The patient's medical history was significant for exploratory laparotomy for perforative peritonitis on (B)(6) 2013, postoperative ileus and sepsis. On (B)(6) 2013, the patient was admitted to the hospital. On (B)(6) 2013, the patient underwent exploratory laparotomy and two pieces of seprafilm membrane were placed between bowel loops and abdominal wall, just below the midline incision. The lot number for seprafilm membrane was provided. On (B)(6) 2013, post-operative day 2, the patient developed high grade fever, wound pain, abdominal distension and vomiting. The patient was administered antibiotics which included cefperazone and treatment with sulbactam, metrogyl and linezolid for gram positive cover. The patient experienced episode of giddiness, blurring of vision and right hemicranial and hemifacial headache. On (B)(6) 2013, post-operative day 3, computed tomographic scan of abdomen was performed in view of persistent fever with mild abdominal distention which revealed a large 10x2 cm fluid collection with air in pelvis below anterior abdominal wall and multiple inter bowel collections. Conservative management was continued. On (B)(6) 2013, post operative day 6, fever subsided and distension reduced. The patient recovered from the event of fluid accumulation and recovered with sequelae (fever) from the event of fever. It was reported that the patient tolerated liquids and passed stools. On post operative day 7, oral diet was gradually increased and the patient was on full diet. On unspecified dates, computed tomographic scan was performed which showed a patch of left basal consolidation and synpneumonic effusion, hence chest physiotherapy was given for the same, and histopathological examination was done which revealed non-specific mesenteric lymphadenitis. The reporting physician assessed the causal relationship between seprafilm with the events of fever and wound pain as highly probable.

Manufacturer narrative:
Follow up information was received on (B)(4) 2013 in the form of qa (quality assurance) investigation results. No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. In the event that a lot number for this event is reported at a later date, the complaint will be reopened and an investigation be performed by genzyme-sanofi biosurgery quality assurance at that time. Pharmacovigilance comment: sanofi aventis company comment dated (B)(4) 2013: this case concerns a patient who developed fever and fluid accumulation at the site of seprafilm application for post-operative adhesions prevention. Although, the role of device cannot be ruled out based on the device-event temporal and anatomical relationship; however, the lack of information regarding patient's peri-operative conditions and relevant medical history precludes the complete case assessment.